Manufacturer narrative:
Product ID neu_unknown_cath lot# unknown. Product type catheter, product ID 8709, lot# unknown, implanted: (B)(6) 2000, explanted: (B)(6) 2019. Product type catheter. Analysis of the catheter found a hole caused by deep abrasion in the catheter body. Eval code method no longer applies to this event, eval code-result, eval code-conclusion: no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot #: unknown, implanted: 2000 (month and day unknown), explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid [20 mg/ml] at a dose of 13.145 mg/day and bupivacaine [10 mg/ml] at a dose of 6.573 mg/day via an implantable pump. The indication for use was not provided. It was reported that the patient was experiencing withdrawal symptoms. The catheter was 19 years old according to the physician, so he spontaneously decided to change it because he thought the problem was with the catheter. It was noted that the pump was just replaced last year. No other troubleshooting was made. The catheter was directly changed in an emergency intervention. When changing the catheter, it was found that the catheter was "extended" (also described as "deformed" and "stretched out by the form"). A hole was also found. It was indicated that the catheter was being returned for analysis. At the time of the report the issue was resolved and the patient status was "alive - no injury." No further complications were reported or anticipated.